Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2012 which indicated that the patient's nocturnal seizures are higher. The vns was interrogated and the output current was 2.75ma and the magnet output was 3ma. It was stated that the patient was referred for generator replacement. Additional clinic notes dated (B)(6) 2012 indicate that the patient has neck pain from vns. The physician's letter of medical necessity dated (B)(6) 2013 indicate that the vns has reached end of service and now the patient is again experiencing multiple seizures. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician were unsuccessful.

Manufacturer narrative:
.

Event description:
In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Additionally, it was noted that the septum was not cored, eliminating the possibility of a potential unintended electrical current path through body fluids. No additional information has been provided.

Event description:
On (B)(6) 2013 it was reported that the patient underwent generator replacement on (B)(6) 2013 due to end of service. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.